Event description:
It was reported that a t2 ankle nail that was implanted a few weeks prior is now requiring a revision surgery within the next week due to the nail fracturing. The 10x150mm ankle nail used for fracture, was locked with 1 proximal tibial screw and one distal calcaneal screw. Stryker had recommended the use of additional locking screws for extra stability and the addition of an end cap to lock the construct, however stryker advice was not implemented. The patient will be revised with removal of the ankle nail and fusion of the ankle with plating.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information provided for evaluation. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the failure. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a t2 ankle nail that was implanted a few weeks prior is now requiring a revision surgery within the next week due to the nail fracturing. The 10x150mm ankle nail used for fracture, was locked with 1 proximal tibial screw and one distal calcaneal screw. Stryker had recommended the use of additional locking screws for extra stability and the addition of an end cap to lock the construct, however stryker advice was not implemented. The patient will be revised with removal of the ankle nail and fusion of the ankle with plating.